Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15746. It was reported that an asymptomatic patient presented with noise on their right ventricular and atrial leads. Noise was reproducible. Both leads were capped and replaced on (B)(6) 2020. Patient condition after the procedure was stable.